Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg for longer periods of time and was unable to reach a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return as it was discarded by the medical facility.